Event description:
Lenstec received an email stating that 'lens was seen scratched after implantation. Enlarged incision-no patient injury'.

Manufacturer narrative:
This is the supplemental report based on the remainder of the investigation since the lens was returned. Lenstec can confirm that all procedures in the manufacturing and packaging of the lens was conducted correctly. No instruments were mentioned as being used and lenstec recommends that the surgeon follow the IFU for the correct procedure and instruments used for implanting purposes to avoid an optic scratch.

Manufacturer narrative:
Lenstec can confirm that all procedures in the manufacturing and packaging of the lens was conducted correctly. When the device can be fully investigated a supplemental report will be submitted. .

Event description:
Lenstec received an email stating that 'lens was seen scratched after implantation. Enlarged incision-no patient injury'.